Event description:
It was reported that during a wedge resection procedure, the staples malformed. They were box shape. The staples on the bottom part of the staple line were b-shape. No pt consequence. It was not reported how the case was completed.